Manufacturer narrative:
No eval other description: analysis cannot be completed at this time due to pending litigation.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) with unexpected longevity. The device battery only lasted 3 years and 6 months. The device was explanted and replaced. During the replacement procedure a left ventricular lead was attempted but kept dislodging. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5592 implantable pacing lead (B)(6) 2006; 6947 implantable tachy lead (B)(6) 2010. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.